Manufacturer narrative:
H11: additional manufacturer narrative: b3. Date of event. The date of event (valve-in-valve reintervention) was not provided, thus the manufacturer awareness date (g3. Date received by manufacturer) was used to calculate an approximate implant duration. D6a. If implanted, give date. The implant date was neither provided. However, it is known that this valve model was launched in 2017. Therefore, (B)(6) 2017, was used to calculate a minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in norway, this patient with a valve model 11500 implanted in aortic position underwent reintervention for a valve-in-valve procedure after an unknown implant duration, however no longer than six (6) years and nine (9) months, due to calcific degeneration. A transcatheter valve was implanted within the edwards surgical valve.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). H11. Additional narrative/data: attempts to retrieve additional information were unsuccessful. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.